Event description:
It was reported to medtronic minimed that the customer experienced a blank display and damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the display returned. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No blank display during testing. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered pump error 63. Pump error 63 error due to hardware error (line number = 147 file number = 2017), esf#: 3926945 found in bootloader error log. Pump was cut open to perform visual inspection and found moisture damage on battery connector, pcba 1 / pcba 2. Test p-cap and reservoir locked properly into reservoir compartment. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, broken battery tube threads, cracked case (battery tube). Blank display not confirmed. Critical pump error (open book image) alarm confirmed due to pump error 63 alarms. Pump error 63 alarm due to moisture damage electronic assembly and broken battery tube threads confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.